Event description:
On 05 jun 2008, abbott spine became aware of the following event as a result of a clinical study. In 2004, the pt was admitted to the hospital for failed fusion, intractable back, leg and buttock pain with inability to ambulate without severe pain, pseudoarthritis and neural compression. The pt was post revision surgery with extrication of hardware from 2004. The surgeon implanted hardware with decompression of dural sac and nerve roots bilaterally and performed an iliac crest harvest with post pedicle screw instrumentation l5-s1.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse event in a clinical study. Eval is pending.